Manufacturer narrative:
The insulin pump was received with excessive no delivery alarms due to faulty force sensor system. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated with a manual injection. The customer stated that her blood glucose was 369 mg/dl at the doctor's office and she treated with a manual injection. The customer stated that the no delivery alarms occurred during bolus and basal. The customer stated that the no delivery alarms were recurring. The customer stated that the alarm was resolved by a complete set change. The customer stated that without the delivery alarms, the customer changed the infusion set every 3 days. The customer was advised to call back if the alarm recurs. The customer will be sent a replacement pump.